Event description:
The lay user/pt called lifescan (lfs) in march 2006, and alleged that his meter was not powering on due to battery corrosion and broken battery contacts. The pt stated that the meter stopped working approx 15 days ago. At the time that the pt was unable to test on the meter, he began to have high blood glucose symptoms and felt shaky and nervous. He was taken to the hospital his blood glucose was 235 mg/dl. He was treated with insulin, as well as a high blood glucose pressure pill. The meter was not displaying the battery icon, however, upon opening the battery compartment, he noticed that the battery was corroded and the battery contacts were broken. This complaint is being reproted because the pt was unable to test on his meter at the time of having symptoms and he subsequently received intervention at the hospital for high blood glucose. A replacement meter has been sent.